Manufacturer narrative:
As the pump has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported his blood glucose has been 20-25.0 mmol/l (360-450 mg/dl) and he has been unable to lower it. His normal blood glucose is 6-10.0 mmol/l (108-180 mg/dl). The infusion device displayed an e4 occlusion error and a8 bolus cancelled alert earlier in the day, and he changed the cartridge, infusion set, battery, and adapter. He delivered a 9.0 unit bolus during the troubleshooting call to treat hyperglycemia. He called a few hours later and reported his blood glucose had increased to 28.0 mmol/l (504 mg/dl). He had a headache and did not feel well. He switched to his backup infusion device using the same accessories. Follow-up was completed on (B)(6) 2013. His blood glucose returned to normal on the backup infusion device, and he believes the insulin delivery of the primary infusion device is too low. He was advised the infusion device was out of warranty, and he disconnected the line. He called back approximately 10 minutes later and requested assistance restarting the primary infusion device as he was unsure if it caused hyperglycemia. Three attempts were made to follow-up with him, and these were unsuccessful. He did not require treatment from a healthcare professional or second party to address the issue. The infusion device, infusion set, cartridge, and adapter were requested for evaluation.